Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was in the emergency room (ER) at 6:19 pm on (B)(6) 2016. The rep contacted the patient's managing physician and asked if he wanted the rep to interrogate the pump, shut the pump off, reduce the pump to minimum rate, or adjust the daily rate with the help of ER personnel. The hcp declined to have any of the options executed and told the rep to relate to the ER staff to follow their standard overdose procedures, as he felt the patient was getting additional medicine from the assisted living facility where she was staying. No troubleshooting or diagnostics occurred and it was unknown if the issue had resolved. The managing physician had last seen the patient for a refill approximately 2 months ago. Further, the managing physician indicated he did not have privileges at that ER, but was aware of the report and would handle accordingly. No surgical intervention occurred or was planned. The patient's status at the time of the report was unable to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.